Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/52 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: influence of ¿high¿ defibrillation thresholds on patient survival and impact of system modification. Journal of cardiovascular electrophysiology. 2022;33:234¿240. Doi: 10.1111/jce.15326. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the influence of ¿high¿ defibrillation thresholds (dft) on patient survival and impact of system modification. The article reports patients who underwent system modifications after high dft that were implanted with a subcutaneous coil. Patient deaths were noted in the follow up period noting that high dft persisted post system modification, along with unknown complications; however, there is no indication that any of the deaths were lead related. The status/disposition of the leads is unknown. Further follow up did not yet yield any additional information.